Event description:
It was reported that the patient presented in clinic with sepsis. The patient's implantable cardioverter defibrillator and right atrial lead were explanted and replaced with a temporary system. The temporary system was removed on (B)(6) 2017. A replacement device and lead were implanted on the right side of the patient. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.